Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. An investigation was performed on the returned 480mm rod from lot bdef3se that was reported broken. It revealed one fracture approximately 15cm from one end. The remainder of the rod did not have any defects that would affect its functionality. The rod was sent for fracture analysis after the sample was received on march 18th, 2014. The fracture analysis noted a surface condition consistent with fatigue failure. No material defects or other abnormalities were observed in this analysis. Scanning electron microscopy (sem) was not performed on the fractured surfaces per the requestor¿s instructions not to perform any destructive testing. No other samples received fracture analysis as the 480mm rod was the only broken sample returned. A DHR review was conducted; all specifications were met and no discrepancies were noted during the release of this product. The root cause for the 480mm rod breaking postoperatively cannot be determined however the fracture analysis is consistent with fatigue of the rod. No corrective action/preventive action (CAPA) is necessary at this time as there have been no issues identified in the manufacturing of this device. Therefore, this complaint will be closed with no further action required.

Manufacturer narrative:
Additional narrative:a follow up report will be filed upon completion of the investigation.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports patient's lawyer is claiming for compensation due to post operative breakage of an expedium rod. No other product identification has been provided.